Event description:
It was reported the patient had not recharged their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.